Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the marker lumen was flushed successfully prior to use. Factors that may contribute to obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device return status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the usual pulsatile blood flow could not be seen. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.